Event description:
Caller reported that a device alarm, identified as alarm 01, occurred. Despite this, there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to load a new cartridge, but the alarm persisted, necessitating a pump replacement. The customer was advised to use an alternate insulin delivery method, mdi, and to return the faulty pump using a pre-paid label within 10 days. Additionally, instructions were given on putting the pump into storage mode before returning it, which the customer understood and acknowledged.